Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes section d unique identifier (UDI), medical device model, brand name, medical device catalog, medical device serial, section b describe event or problem, section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator system failed to open. A field service engineer remoted into the station, did not find any errors, informed the customer and confirmed that the issue was resolved. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator were failed to open.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.